Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) could not duplicate the reported issue. He observed the large roller pump to exhibit normal sounds and vibration for a properly occluded pump. There were no observations of nicks, scratches, gouging or debris that would correlate to 'grinding'.

Event description:
Per clinical review: the manufacturer's clinical specialist spoke with the perfusionist regarding an incident that occured on (B)(6) 2020 with their six inch roller pump sucker (double loaded) position on their heart lung machine (hlm) during a cardiopulmonary bypass (cpb) procedure. The occlusion was appropriately per their protocol. During the case the roller pump had a louder than normal operation volume and was vibrating/shaking more than they are typically used to seeing with the double sucker tubing application. The perfusionist adjusted the occlusion up and down during the procedure, and this did not mitigate the concern. This concern did not delay the continuation of the surgical procedure. There was no harm or blood loss due to this issue.

Manufacturer narrative:
The reported complaint was confirmed but there is no specification for noise and no noted malfunctions of the roller pump. The service repair technician was unable to duplicate the reported issue. The roller pump operated to the manufacturer's specification throughout the evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received stating that the issue happened during use of the device for a cardiopulmonary bypass (cpb) procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) verified the reported issue. The issue was noticed when tubing was installed, occluded, and running at about one liter per minute (l/min).

Event description:
It was reported that when the roller pump was occluded, it was making a grinding noise and vibrating. No other details regarding the nature of this event were provided.